Manufacturer narrative:
The complaint device was returned. Device evaluation identified broken screw posts on the bottom case. The avalon smart toco bottom case, top cover, and smart transducer belt knob were replaced. Gain measurement was performed. The parameter tests were performed and all passed. A definitive root cause for the case damage cannot be determined. This type of event will continue to be monitored. Subsequent to the initial MDR, additional review of the hhe-2019-01 and hhe-2019-02 assessments have been conducted. The health care professional has concluded all fetal transducer products in relation to the resulted recall for both hhe's provided, do not qualify as reportable incidences; therefore, this malfunction should not have been submitted.

Manufacturer narrative:
The device has been received. The investigation is not yet complete. A follow-up report will be submitted upon completion of the device evaluation.

Event description:
Reportedly, post repair, the device had a loose piece inside, creating a rattling noise. It is unknown if there was patient involvement. There was no patient harm reported. No additional information available.